Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photo provided. The customer returned a photo of the 31gx6mm bd insulin syringes from lot# 1242719. The customer reported that many syringes were found with inaccurate scale marks. The first(zero) scale of the syringe was lower than it should be. The photo was examined, and there seems to be a slight misalignment on the syringe. A review of the device history record was completed for batch# 1242719. All inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the photo received (scale misaligned). H3 other text : see h10.

Event description:
It was reported that 200 of the bd veo¿ insulin syringes with bd ultra-fine¿ needle have inaccurate scale marks. The following information was provided by the initial reporter, translated from korean to english: and the customer also found many syringes with inaccurate scale marks. The first(zero) scale of the syringe was lower than it should be. There are so many that it is difficult to ascertain.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1016653. Medical device expiration date: 31-jan-2026. Device manufacture date: 16-jan-2021. Medical device lot #: 1144160. Medical device expiration date: 30-jun-2026. Device manufacture date: 24-may-2021. Medical device lot #: 1242719. Medical device expiration date: 30-sep-2026. Device manufacture date: 30-aug-2021.

Event description:
It was reported that 200 of the bd veo¿ insulin syringes with bd ultra-fine¿ needle have inaccurate scale marks. The following information was provided by the initial reporter, translated from korean to english: and the customer also found many syringes with inaccurate scale marks. The first(zero) scale of the syringe was lower than it should be. There are so many that it is difficult to ascertain.